Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to switch to manual daily injections as a backup insulin therapy, while a replacement pump with updated software was sent to them. Instructions were provided for handling the old pump and using the new device, and the customer acknowledged all guidance.